Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was inserted on j(B)(6) 2025. The patient was discharged on (B)(6) 2025. On the day of the event, there was a liquid leak from a part approximately 1 cm from the exit site, and a crack was confirmed. Ointment was not utilized at the exit site. There was no problem with the connector. The wound dressing(s) did not include any cleaning agents or antimicrobial properties. Ethanol was the cleaning agent to disinfect the exit site. There was no reported patient outcome.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter and adapter, with a segment of its cannula being taped. This section of tape appeared to be signifying the location of the leak, and upon further inspection, the leak was spotted. It was reported that the catheter shaft had a leak and crack. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from contact with a sharp instrument during removal. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.